Event description:
Customer received normal control result of 24mg/dl. Range is 98-136mg/dl. No adverse events alleged. Strips were replaced and customer returned strips for eval.

Manufacturer narrative:
Strips did not meet specs. Testing resulted in e11 and result that was 4mg/dl high out of spec. The e11 confirms exposure to moisture which most likely caused the high result. Low results not confirmed. Retention lot tested within specs.